Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "upon insertion of the trocar the fios tip broke." Patient status- ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the cannula was bent and multiple cracks were noted in the middle of the z-thread area of the shaft. Engineering removed the obturator and found that the shaft was bent in the same location. No damaged was noted on the tip of the fios obturator. Engineering was unable to confirm the damage to the tip of the obtrurator described in the customer experience. The root cause of the cannula damage is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.